Event description:
Caller reported damage to pump housing, specifically surrounding usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support arranged for a replacement pump and the customer will use a backup insulin pump to ensure insulin delivery is not interrupted.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.